Event description:
It was reported that the customer experienced a blood glucose (bg) level of 250 mg/dl, cause was unknown. Customer gave a correction bolus via the pump and went to the emergency room (ER). Customer was treated with "antibiotics" and was released from the ER a couple hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.